Event description:
Reported as "implanted and 2 weeks later capsule hardened. Many times over next 27 years felt like pt was dying. Growth appeared on right breast approx 1990. Grew enormously until it was very difficult to breathe. Eventually through nutrition it dissolved. Took 6 years. 2 1/2 years ago slipped and fell at which time severe ruptures occurred. "Growth" started. Did not know until 2004 they were silicone, had removed asap (no insurance). In excellent health before all this gross deformity.